Event description:
Reported as "possible defect in implanted tissue expanders causing removal of bilateral breast implant tissue expanders. Magnet "altrating" needle malfunction causing inability to fill expnader-resulting in leaking.